Manufacturer narrative:
Investigation: one photo and two loose 1ml syringes were received and evaluated. It was observed in the photo and physical samples the stoppers were wedged in between the plunger rod and barrel wall. This was a rejectable condition per product specification. Potential root cause for the jammed stopper defect is associated with the assembly process. Most likely this was due to a mistiming of the assembly dials. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It has been reported that the syringe 1ml s/t bns has been found experiencing two occurrences of insecure stoppers before use. The following has been provided by the initial reporter: it was reported the stopper is not properly sitting on the plunger rod. Production floor brought to my attention conditions found on bvi part number 301025. The condition describe below: bvi part number 301025: nonconformity seal not properly seat on plunger. Your lot is 9014632, total defective pieces reported 2.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the syringe 1ml s/t bns has been found experiencing two occurrences of insecure stoppers before use. The following has been provided by the initial reporter: it was reported the stopper is not properly sitting on the plunger rod. Production floor brought to my attention conditions found on bvi part number 301025. The condition describe below: bvi part number 301025: nonconformity seal not properly seat on plunger. Your lot is 9014632, total defective pieces reported 2.